Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a right ventricular (rv) lead revision. The rv lead appeared to have an insulation breach and appeared to have low sensing and a high threshold. Due to the patient¿s insistence on having an MRI safe system, the entire pacemaker system was explanted and replaced with one that was labeled mr conditional on (B)(6) 2020. The patient tolerated the procedure well and was fine before, during and after the procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The connector portion measured 7.9 cm while the distal portion measured 48.5 cm with extraction tool stuck inside this portion of the lead. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil. The breaching was found at 7.9 ¿ 9.2 cm from the distal tip, consistent with friction to another device or feature of patient anatomy.